Manufacturer narrative:
(B)(4). Approximate age of device- 1 year and 1 month. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient received a heart transplant on (B)(6) 2018. The patient was listed as status 1a due to gastrointestinal bleeding. Further information was requested but not provided.